Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that the device was inoperable. The device was explanted, and a new device was implanted. Patient was stable.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that a surgical intervention is anticipated in the near future for the implantable pulse generator. Patient stated not receiving adequate therapy. No additional information is available at this time.